Event description:
This voluntary medical device report involved 14 codemaster defibrillators. Each of these devices had a similar symptom where, when connected to ac power, the ac power and battery charge indicators do not illuminate. These events occurred over the course of several years. To the best of the co's knowledge, none of these events occurred during clinical use of the product. The device failures were identified duing routine testing and maintenance. The device failures are attributable to a failed power supply assembly, which in each case was detected by the user during routine testing of the device. The routine testing specified in the instructions for use requires verificaiton of the ac power and battery charge indicator lights. When these indicators did not illuminate, the devices were removed from service until they could be serviced. Although the failure of the power supply assembly does not allow the device to operate on ac power or charge the battery, the device functions normally on available battery

Event description:
The ac power and battery-charging led's did not illuminate.